Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, test and all operating current measurement were normal. The pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 585 mg/dl. The customer treated with manual injections and switched to lantus. Customer's blood glucose value was 190 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer was assisted with high pressure test and it failed. The product was returned for analysis.